Manufacturer narrative:
(B)(4). D10: item name: g7 neutral e1 liner 36mm f; item number: 010000858; lot number: 3624352. Item name: g7 bonemaster ltd acet shl 56f; item number: 010000705; lot number: 3582955. Item name: tprlc 133 type1 bm so 13.0; item number: 51-113130; lot number: 3438179. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to dislocation, approximately 10 years post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item/s and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.